Manufacturer narrative:
Product was visually inspected. Biomaterial was observed at the impeller purge gap. High purge pressure is most likely due to the biomaterial in the impeller purge gap. Rt logs were reviewed and a spike in motor current was observed when the pump was initially turned on. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported high purge pressure during use of the device. The pump was removed and replaced with no harm to the patient.